Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h6 and h11 were updated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned and the evaluation found an additional error code: e184 error after changing out the high voltage power supply board due to the reportable error message documented in b5. The e184 error was due to a defective generator board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the electrosurgical generator exhibited an e433 error due to a defective high voltage power supply board. There were no reports of patient involvement.